Event description:
Customer received result of 27 mmol/l on aviva system 1, and result of 11 mmol/l on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). (B)(4).